Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed. During fluid testing the sample leaked. Microscopic inspection found a pin hole in the membrane. An investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following her discontinued treatment. When she opened the cassette door she found fluid leaking from the cassette. The set was made available for eval. During follow up the pt reported that her effluent was clear and that she was prescribed antibiotics. The pt pd nurse reported that the pt did not have any signs of infection. She was prescribed prophylactic antibiotics. No adverse event reported at this time.